Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan error," while wearing the adc freestyle libre sensor. As a result, the customer could not check glucose and experienced fatigue and tiredness, but was able to self-treat by injecting humalog and lantus insulin. The customer self-scheduled an appointment with their healthcare provider on the same day, and was treated again with humalog and lantus insulin by the healthcare professional, reportedly for diagnosis of hypoglycemia. Please note that the treatment of additional insulin is not consistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.